Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery spatula instrument allegedly broke off into the patient and the fragment was retrieved during the same procedure.

Event description:
It was reported during a da vinci lobectomy procedure, a fragment from a permanent cautery spatula instrument fell into the patient. The surgeon retrieved the fragment. The surgeon decided to convert to laparoscopic surgical technique to complete the planned procedure, no patient harm was reported.